Event description:
It was reported that the 512s was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the safety reset button would not set properly. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.50458. Ees #.981838/j. Endopath disposable surgical trocar: based upon inquiry info received, visual examination and functional test, the reported event was confirmed. The instrument was tested and would not arm as received. The obturator handle was measured and found to be skewed. Obturator handle is welded during the assembly process.